Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported inflation issue appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the chronic totally occluded, heavily calcified, mid popliteal artery, the armada 35 balloon dilatation catheter (bdc) could not dilate the vessel after two inflation attempts to rated burst pressure (rbp). The balloon did not appear fully inflated and wasting was noted on angiography. The device was removed and a non-abbott bdc was used in the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.